Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead became extrinsically distorted due to pulling /stretching/overstress. Visual summary analysis of the lead indicated damage at implant. The analyst commented that the lead was returned with the helix stretched.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician had difficulty placing the right ventricular (rv) lead during the implant procedure. After a few attempts at repositioning the rv lead, the helix caught on papillary muscle and would no longer retract. The rv lead was explanted and a new lead implanted. No patient complications have been reported as a result of this event.